Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had contamination on the up/down angulation control knob, bending section cover, and forceps channel port. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where there was contamination on the up/down angulation control knob, bending section cover, and forceps channel port. However, the identity of the foreign material (contamination) and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.